Event description:
Hub of PICC line and approx 1-2 inches of catheter found beside pt in the middle of the night. Wife was unsure if rest of catheter was still in pt's arm or if "the dogs ate it." Md was notified. Pt sent to hosp for fluoroscopy. Line was found lodged in upper arm. It was removed via cutdown procedure by md.